Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, insulin delivery was resumed to address the event or the customer sometimes changed the infusion set then resumed insulin delivery. Blood glucose was 300 mg/dl.